Manufacturer narrative:
H6: investigation summary a complaint of "false positives" was received against material number: 441385 instrument top bactec fx, serial number: (B)(6). The complaint is not confirmed as a failure of bd product because the analysis of log files revealed that the issue occurred due to fluctuating temperature at client's site. The root cause is traced to user. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history record review revealed no previous complaints for this issue. No new risks or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A culture and gram stain were used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the last few weeks there were always false positive bottles and today there were 25 false positive bottles."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A culture and gram stain were used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the last few weeks there were always false positive bottles and today there were 25 false positive bottles."